Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots # 25159402, # 25159584, and # 25159631; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 10/25/2021. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the base of the jaws. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The heater wire was observed to be flexed and bent away from the hot jaw from the base with detachment at the tip of the hot jaw. No electrical evaluation was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled-jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when opening the vh-4000 and preparing for use, they noticed that the jaws were defective. From their description, it looks like the silicone and peeled up or maybe one of the wires has "popped" up away from the jaw. There was no negative patient effects or significant procedure delays. The case was completed with a new vh-4000 they opened.